Event description:
It was reported there was no ECG signal as the paddles were in contact with the patient. Additional details have been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.